Event description:
It was reported during the implant procedure that the stylet could not be inserted into the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: visual inspection of (B) (4) showed blood in the distal conductor. The blood most likely entered through the is-1 pin since no insulation breaches were identified.